Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. The occlusion alarms were addressed by changing supplies or clearing the alarms. There was no reported adverse impact to customer¿s blood glucose level.